Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report, which reported the following information: a report regarding an inquiry about ¿got a notice from abbot my glucose monitor sensor might be defective. Take it out and replace it¿ was received. The customer was successfully contacted, and further troubleshooting confirmed that their sensors were not impacted. There was no report of adverse health impact or any self or third-party medical treatment. Based on the information provided, there was no report of serious injury associated with this event.